Event description:
The complainant alleged that during monitoring of a trauma pt, (gender and age unknown) the devices screen blacked out. The complainant indicated that there was no adverse effect to the pt as a result of the reported malfunction.